Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed broken force sensor alarm. The insulin pump had internal damaged and the location of damage was system. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will not be returned for the analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Customer returned device for an alleged device error 35 and cosmetic damage located at the internal damaged/ (internal) system found on september 11, 2022. On svn 000314631991 the customer alleged battery cap damage on august 9, 2022. The device was received with blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify device error 35 due to blank display. Device was cut open to perform visual inspection and found corroded electrical board 1, electrical board 2, force sensor and keypad flex cable. The motor had moisture damage. Using a test case, test electrical board 1 and the original electrical board 2 the device had critical device error (open book image) alarm. The device was able to successfully download using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No device error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted on the event date in the device trace download. Using a test case, test electrical board2 and the original electrical board1, the device had blank display. Blank display due to corroded electrical board 1. Critical device error (open book image) alarm confirmed and was triggered by a device error 35 fatal alarm confirmed in the history files on september 11, 2022 at 17:48:03.000 due to corroded force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The device was received without the original battery cap. Unable to verify damage to the battery cap. The device was received with corrosion on the electrical board 1, electrical board 2, force sensor and keypad flex cable. The motor had moisture damage. The device was received without the original battery cap. Unable to verify damage to the battery cap. The following were noted during visual inspection: minor scratched display widow, missing display window cover, cracked battery tube threads, pillowing keypad overlay and corroded battery tube. Blank display confirmed due to corroded electrical board1. Critical device error (open book image) alarm confirmed due to fatal alarm device error 35. Critical device error (open book image) alarm and device error 35 alarm confirmed due to corroded force sensor. Cosmetic damage was confirmed at the device case. Exposure to moisture (internal damage) was confirmed. During visual inspection, found corrosion on the electrical board 1, electrical board 2, force sensor and keypad flex cable. The motor had moisture damage. Battery cap damage was unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.